Event description:
It was reported that patient ('pt') was taken emergently to the cardiac cath lab, stent placed in circumflex & started on hypothermia therapy. Pt in sinus rhythm & has neosynephrine infusing. Pt's pressure readings are 68/56, aug. 80, map 68. When clinical support specialist ('css') spoke with rn, she stated that pump would stop pumping frequently & did not change triggers. Pump is in "pattern" trigger, fiberoptics are present & icon is green; pump is in autopilot. Rn stated when they came from cath lab, they noted fiberoptics were "not plugged in all the way" & pump was not pumping. When they connected fiberoptics, pump began pumping; however, rn stated pump would stop pumping every 20 minutes. Css asked rn what arterial pressure waveform looked like during episodes of not pumping. Rn stated that the waveform would flatten out or look very "squiggly." Rn said pump would not change trigger when this happened. Css explained pump was triggering off ECG & that's why trigger read "pattern," but when pressure waveform flattened out, pump could not see the pressure to time from. Since ECG was still present, it did not change triggers. Since arterial pressure was not gone long enough for pump to change its timing algorithm to ECG timing, that's why it stopped pumping until pumping until it saw the arterial pressure waveform again. Css reminded rn that pump is triggering off ECG, but times off arterial pressure waveform. Css asked rn if she had another arterial pressure waveform & rn stated that pt only has intra-aortic balloon ('iab') arterial lines. Right now pump is pumping fine & has not stopped since call was made to hot-line. Rn stated that recorder would not work & every time they tried to record, screen went blank & pump would stop pumping. They changed paper, but it still did this. Css explained that was a concern & would be best to change out pump & have biomed check pump. Rn was concerned fiberoptics would not work if they did this & css explained that fiberoptics on new pump could be calibrated. Css assisted rn in changing to new pump. When css & rn initially tried to change ECG first, pump would stop pumping & not switch to arterial pressure (ap) trigger. Css had rn go to operator mode & try to go to ap trigger. Pump would not pump & was not reading fiberoptic waveform. Css had rn connect ECG back & go back to autopilot; pump was pumping. Css hand rn connect transducer pressure from iab to new pump. Rn now has waveform on new pump. Connected fiberoptic cable & calibrated fiberoptics, connected ECG & helium drive line to new pump. Pump is pumping, icon is white, pressure readings are similar to what they were on old pump & recorder functions. Sending old pump (B)(4) to biomed.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.